Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-3138-25, serial/lot #: (B)(4), description: scs phiii ext 25cm. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient had an infection at the ipg site. Incision site was red and sore to touch. The physician believed that the infection was procedure related and not device related. Antibiotics were prescribed. The patient underwent a revision procedure wherein the ipg and lead extensions were explanted. The patient is reportedly doing well.